Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the ventricular assist device (vad) and the controller were not returned for evaluation. A review of vad manufacturing documentation confirmed that the associated device met all requirements for release. On-site inspection of the driveline cable revealed contamination within the driveline cable connector. A driveline cleaning procedure was performed to mitigate the reported conditions. During on-site inspection, contamination was also observed within the driveline connector port of the controller. Log file analysis revealed two electrical fault alarms logged on 22/nov/2020 at 06:35:56 and 07:43:02 due to an open phase on the rear stator, causing the pump to run on a single stator (front stator only). Additionally, an electrical fault alarm was logged on 03/dec/2021 at 14:06:21 due to an open phase on the front stator, causing the pump to run on the rear stator only. One high watt alarm was subsequently logged at 14:06:24, likely triggered due to the increased power consumption required to run on a single stator. As a result, the reported event was confirmed. Based on the available information, the reported electrical fault and high watt alarms event was likely caused by contamination/foreign material of the driveline cable connector. CAPA pr00375742 was initiated to evaluate issues related to driveline connector contamination leading to electrical faults. Based on the investigation conducted under CAPA pr00375742, the most probable root cause has been attributed to design/training issues. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 (B)(6) h6:method code(s): b15, b17 h6:result code(s): c15 h6:conclusion code(s): d01 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 31-jul-2021 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 21-jul-2020. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited electrical fault and high watt alarms, which were suspected to be related to driveline connector contamination. A previous cleaning procedure had been performed. The ventricular assist device (vad) exhibited above normal power. Servicing was performed on the driveline, and contaminant was found in both the driveline connector and the driveline port on the controller. The driveline remains in use and the controller was exchanged. No patient complications have been reported as a result of this event.